Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the left side of the jaw of the applier became dislodged from it's track. When firing the instrument, the clips scissored. Case completed with new device fo the same product code. Pt consequence unk at this time.